Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that they were in the hospital, and when a fingerstick was taken the difference with the cgm reading was about 30 to 35 mg/dl. No further information was reported. The current condition of the patient was unknown. The report was made on a social media platform, and no patient information was available. It has been reported that there was a difference in readings of 30-35 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.